Manufacturer narrative:
Device operator is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had multiple alarms and auxiliary control unit watchdog failures. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.